Manufacturer narrative:
An event regarding device fracture involving an mrs stem was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were received. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient was admitted to the hospital approx. One week ago for fractured mrs cemented stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
The patient was admitted to the hospital approx one week ago for fractured mrs cemented stem.